Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the bevel section appears in good condition; the glass cap exhibits mild charred detritus; the heat shrink tube appears slightly melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 71,828 joules laser fiber flashed twice and quit, and experienced ¿aiming beam fires straight out of fiber". The fiber was exchanged, the second and third fiber also experienced; ¿aiming beam fires straight out of fiber" at 64,947 & 52,174 joules of use. The third fiber completed the case. Patient outcome: "ok" reported. This report is for the first fiber.